Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported by the patient that the clinic was not receiving transmissions and that the remote monitor did not respond when the start button was pressed. The monitor was successfully reset by unplugging and replugging in the power cord. The monitor had transmitted successfully in the past. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the monitor was analyzed and no anomalies were found.